Event description:
The customer reported that the multigas unit displayed a "gas device error" message. When the error occurred, the unit was just showing flatline readings and was no longer sending data.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed a "gas device error" message. When the error occurred, the unit was just showing flatline readings and was no longer sending data. No patient harm was reported. Service requested / performed: exchange. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Manufacturer narrative:
The customer reported of external device failure. When the error occurred, it was no longer sending data and was just showing flatlines. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported of external device failure. When the error occurred, it was no longer sending data and was just showing flatlines. No patient harm was reported.